Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. The customer declined service for the issue as the device was out of warranty and reportedly "resolved the issue". No further details were provided. Should additional information become available, a supplemental report will be submitted.

Event description:
The customer reported v200 ventilator report error. There was no patient or user harm reported. The event date was not specified; estimate used.